Event description:
It was reported that a catheter break occurred located in the distal segment. A dye study had been performed. The patient reportedly experienced underdose symptoms, specific symptoms were not provided. It was decided by the health care provider (hcp) since he was replacing the catheter to replace the pump as well at the same time. The devices were discarded and would not be returned. The device system was used to deliver infumorph.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type catheter. (B)(4).